Event description:
The patient had two leads with the same lot number. It was reported, the physician attempted to implant two new octrode leads during a revision surgery for lead migration. The physician was unable to advance them to the necessary placement dur to scar tissue. The leads were removed and the patient will be referred for a paddle placement.

Manufacturer narrative:
Evaluation: results: the complaint of "cannot implant product" could not be confirmed through product testing alone; therefore, no checklist was initiated per 56-0258. As stated in the event details, the doctor could not advance the lead due to the patient's anatomy and the procedure was aborted. There is no alleged failure to meet specification. The products were returned without any visible anomalies or damage. We did not identify any defects that would contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.